Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, the foot could not be deployed to get to needle deployment. No additional information was provided.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered removing the device. The foot plate was cycled open and closed and a forceful pull was used to remove the device. After the knot was advanced and tightened excessive bleeding continued. The proglide suture was removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use states under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Incorrect removal - reportedly, after difficulty was encountered removing the device, the foot plate was cycled open and closed and a forceful pull was applied to remove the device from the vessel. Under the precautions section of the perclose proglide device instructions for use the operator is instructed not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported foot not being able to be deployed was not confirmed as the device functioned as intended during testing with the lever actuated five times opening and closing the foot each time without difficulty or resistance. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.